Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A "try it" manual test was performed and speaker sound was low. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. An internal inspection was performed and observed dirt at the speaker port hole. The reported event of a low audio output was confirmed. The root cause was determined to be a contaminated speaker hole.